Manufacturer narrative:
A site representative reported that the system was displaying the following message: "system booting please wait" and the surgeon would have to push the foot-switch 2 times in order to acquire a 3d image. No patient was present during the time of the reported incident. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) computer and a faulty imaging system computer. The computers were replaced. The replaced computers were sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the system was displaying the following message: "system booting please wait" and the surgeon would have to push the foot-switch 2 times in order to acquire a 3d image. No patient was present during the time of the reported incident.